Event description:
The device was used during an ileofemoral by-pass procedure. Reportedly the suture broke and bleeding occurred five days after surgery. The surgeon performed a re-operation and a blood transfusion. The hosp has reported the pt's condition is satisfactory.